Event description:
Event description guidant received information that the monitoring voltage for this implantable cardioverter defibrillator (ICD) was noted to be out-of-specification prior to implant.